Event description:
The customer received questionable triiodothyronine (t3), thyrotropin (tsh), vitamin b12 (b12), and parathyroid hormone (parathormone, parathyrin) - pth, intact (pth) results on their e601 analyzer. The customer provided data for 66 patients, of which 15 had discrepant results reported outside the laboratory. The customer became suspicious of some of the results, so all the tests were repeated on a different c601 analyzer, serial number not provided. The physician then evaluated the results and determined which result would be reported. Units of measure are listed where provided. The first patient's initial t3 result was 4.19 nmol/l. The repeat result was 1.58 nmol/l. The first patient's initial tsh result was 0.284. The repeat result was 0.391. The second patient, (B)(6), had an initial pth result of 2.2 pmol/l. The repeat result was 4.38 pmol/l. The third patient, (B)(6), has an initial t3 result of 3.47 nmol/l. The repeat result was 1.44 nmol/l. The fourth patient, (B)(6), had an initial tsh result of 7.07. The repeat result was 9.49. The fifth patient, (B)(6), had an initial t3 result of 3.15 nmol/l. The repeat result was 1.23 nmol/l. The sixth patient, (B)(6), had an initial t3 result of 3.46 nmol/l. The repeat result was 1.54 nmol/l. The seventh patient, (B)(6), had an initial t3 result of 5.01 nmol/l. The repeat result was 2.05 nmol/l. The eighth patient, (B)(6), had an initial t3 result of 3.30 nmol/l. The repeat result was 1.29 nmol/l. The ninth patient, (B)(6), had an initial t3 result of 4.89 nmol/l. The repeat result was 1.98 nmol/l. The tenth patient, (B)(6), had an initial t3 result of 3.44 nmol/l. The repeat result was 1.19 nmol/l. The tenth patient's initial tsh result was <0.005. The repeat result was 0.012. The eleventh patient, (B)(6), had an initial t3 result of 4.12 nmol/l. The repeat result was 1.70 nmol/l. The twelfth patient had an initial t3 result of 6.87 nmol/l. The repeat result was 3.12 nmol/l. The twelfth patient had an initial tsh result of 0.023. The repeat result was 0.031. The thirteenth patient had an initial tsh result of 0.643. The repeat result was 1.02. The fourteenth patient had an initial b12 result of 554 pmol/l. The repeat result was 342 pmol/l. The fifteenth patient had an initial tsh result of 0.880. The repeat result was 1.39. There were no adverse events. The t3, tsh, pth, and b12 reagent lot numbers and expiration dates were not provided. The field service representative adjusted the measuring cell and ran a performance test. The performance test failed, so he replaced the measuring cell. The new measuring cell was adjusted and controlled as required. The module has been running for a week without any problems.

Manufacturer narrative:
No definitive root cause was identified. It is likely the measuring cell was the cause possibly due to a clot partially or temporarily being inside. Exchanging the measuring cell has resolved the issue. No adverse events were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).